Event description:
Additional information received indicates that additional out of range impedances have been observed. The frequency of the out of range impedances have also increased. Isometrics were performed but did not recreate and out of range measurements. There is no evidence of oversensed noise. No adverse patient effects were reported. The physician has elected to monitor the patient and as such the lead remains in service.

Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead due to a high out of range pacing impedance measurement. There were no adverse patient effects reported. This patient will attend the clinic within the near future for full device check and chest x-ray. Subsequently, additional information was received that an x-ray was performed, and was sent to technical services (ts) for review. Ts discussed after looking at the x-ray an unusual lead position was observed. The lead tip (passive fixation) appeared to be positioned much higher than the apex of the heart. The lead shape appeared to be rather strait in the heart. Ts was concerned that the lead could likely encounter stretch stress. Not having the lead doing any curve inside of the heart could lead to important stretching of the lead. This is especially true in regards to the explanation about the patient stretching after physical activity. Ts does not see an issue with having this lead positioned higher than the apex of the heart as long as it stays in that position. Ts discussed ways to troubleshoot when the patient comes in for next visit to assess whether this rv lead will remain in desired position.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that there is now evidence of oversensing. Attempts to recreate the noise with aggressive isometrics were unsuccessful. A copy of the stored electrocardiograms was sent to boston scientific technical services (ts) for assessment. Ts indicated that some of the oversensed noise is mechanical in nature. Ts suspects that the condition of the lead is degrading based on the clinical observations and age of the lead. Ts noted that there is an increased risk of inappropriate therapy and recommended intervention. The duration was extended and the patient will be monitored.